Event description:
Have now had three different episodes of minor burns during elective cardioversion procedures. Pads have been applied to pt within five minutes of procedure. Burns have either extended in a circular shape outlining the pad or moon shape design, edging formation. MFR notified 9/16/94.